Event description:
It was reported that the system 9800 does not initialize completely on every attempt and requires the power to be cycled. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.